Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged because reprocessing was not carried out according to instructions for use (IFU). It was confirmed that there was no deformation of the air/water nozzle. It was confirmed that reprocessing was not implemented according to the IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The amount of air supplied was insufficient due to clogging of the air/water nozzle. In addition to evaluation, the curved rubber adhesive part was missing. The amount of water supplied was insufficient due to clogging of the air/water nozzle. Due to handling, the air and water nozzles were clogged, and the drain function was degraded. The tip cover was burnt. Watertightness was not maintained due to wear of switch button 1. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Watertightness was not maintained due to wear of up/down knob. There were scratches on the up/down knob. There were scratches on the up down angle fixing lever. There were scratches on the right left angle fixing knob. The air and water supply cylinders were corroded. Scratches were on the insertion tube. The objective lens was discolored. Cloudiness was recognized in the image. Shadows were visible in the image. Scratches were found on the operation part. The operation part was discolored. Scratches were found on the switch box. The suction cylinder was scraped. Scratches were on the operation unit cover. Scratches were found on the right/left knob. Scratches were found on the grip. The forceps plug cap had been scraped off. Scratches were found on the universal cord. The scope connector was corroded. Scratches were found on the scope connector. The plating on the scope connector was peeling. Scope connector case unit had scratches. Peeling of the paint was recognized on the air/water supply cylinder. Protector of universal cord on scope connector side had a scratch. Protector of universal cord on control section side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of the customer, the evis lucera elite gastrointestinal videoscope had inadequate air supply. The issue could not be resolved by washing or changing buttons. The intended procedure was completed. The customer carries out pre-use checks. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined there was a foreign object in the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was able to clean, disinfect and sterilize the subject device prior to requesting repair. It is unknown when the foreign object adhered to the scope. There was no delay between the end of clinical use and the start of pre-washing. It is unknown if the air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. Liquid was sent to the air/water nozzle.